Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced both low and high blood glucose. They had a high blood glucose of 400 mg/dl. Customer's low blood glucose at time of incident was 55 mg/dl. Their current blood glucose was 75 mg/dl. The customer had no symptoms and treated their low blood glucose with food. They treated their high blood glucose with the insulin pump. Customer stated they had sensor signal issues. Troubleshooting was performed on the insulin pump. Customer reports insulin exits the tubing. Customer declined to troubleshoot for high and low readings. The insulin pump will not be returned for analysis.